Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The sensing vector was set to the secondary vector. It is unknown what the patient was doing at the time of the shock. Technical services reviewed and discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental report is being filed to provide the correct initial reporter information in tab e.

Event description:
This supplemental report is being filed to provide the correct initial reporter information in tab e. It was reported that the patient had an inappropriate shock due to oversensing of noise. The sensing vector was set to the secondary vector. It is unknown what the patient was doing at the time of the shock. Technical services reviewed and discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.